Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported poor image resolution is due to procedural conditions. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization (required) or prolonged is a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium and visualization issues due to imaging quality. On (B)(6) 2020, two clips were successfully implanted, reducing mr to 2. Then on (B)(6) 2020, images showed the second clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3-4. The patient is undergoing further examination and will remain hospitalized. The first clip remains stable on the leaflets. Additional treatment was not performed. The physical stated the slda was due to abnormal cardiac size. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.